Manufacturer narrative:
(B)(4).

Event description:
Procedure: hip arthroplasty. Customer reports that after hip arthroplasty, post-op assessment found infection coming through the skin defect through which the sutures were passing. The device is not being returned, it was discarded by the customer. Additional information requested via email. 1. Was the infection limited to the suture line? 2. What was done to treat the infection? 3. Was the wound cultured? A) if so, what was discovered?